Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a case report: spear-crt: first description of use of left bundle branch area pacing tools and techniques to place an endocardial lv lead via the interventricular septum in a patient with ostial coronary sinus occlusion. European heart journal - case reports. 2026. 10, ytaf287. Doi: 10.1093/ehjcr/ytaf287 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding implanted cardiovascular implantable electronic devices (cieds) in a patient with ostial coronary sinus occlusion. The authors described a patient who experienced complete heart block and worsening heart failure symptoms secondary to pacing induced cardiomyopathy. The device remains in use and a lead was added. No additional adverse patient effects were reported.